Event description:
It was reported to lifecell that a (B)(6) year old male patient with a history of 3 previous abdominal repairs and 2 inguinal repairs underwent an incisional ventral hernia repair on (B)(6) 2013 with the placement of a 20 x 25 cm lifecell device. The lifecell device was placed on the midline with normal placement and sutured in place with running interrupted prolene sutures. The patient started to experience signs and symptoms of re-herniation in (B)(6) of 2014. It was reported that 3 to 4 small herniations were evident on the scan. The patient was returned to surgery on (B)(6) 2015 for the hernia repair. A synthetic mesh was used for the repair since the herniations were small. The lifecell device was left in place. The patient is reported as doing fine with no other complications.

Manufacturer narrative:
Method of evaluation: - review of information reported to lifecell. - review of the device history record for lot s11212. - review of the lifecell complaint management system. Results: - patient factors including prior recurrent hernia repairs may have contributed to the event. - review of device history record for lot s11212 with no remarkable findings including acceptable qc mechanical testing results and no deviations or non conformances revealed during processing. - review of the device distribution and implantation history revealed that all (B)(4) devices released to finished goods from lot s11212 were distributed with (B)(4) devices reported as implanted. - query of lifecell's complaint management system revealed no other complaints reported against lot s11212. - lot s11212 met all qc release criteria. Conclusion: device not returned. The device remains implanted in this patient. Based on the reported information and internal investigation into lot s11212 resulting in no remarkable findings including all 234 devices distributed with no other complaints against the lot and device history review with acceptable qc mechanical testing results and no deviations or non conformances revealed during processing, the event is unlikely related to the lifecell device. Lot s11212 met all qc release criteria. A relationship between the event and a failure of the device or a deterioration in its effectiveness could not be conclusively determined. Patient factors including prior recurrent hernia repairs may have contributed to the event. The device was not returned to lifecell for evaluation. The device remains implanted in this patient. Device was not explanted.